Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received four occipital (off-label) scs leads. Two 3166 leads are relevant to this event and belong to the same lot number. It was reported the patient experienced ineffective stimulation in addition to neck irritation. Subsequently, surgical intervention was undertaken on (B)(6) 2014 to reposition one of the scs leads which resolved both the issues.